Event description:
In 2002, pt's temperature rose to 103 degrees, during that day the pt was treated with tylenol & antibiotics. Tests did not indicate where the infection was, so it was decided to pull the PICC as a precaution even though the exit site showed no inflammation or tenderness. The PICC was sent to the lab & staph bacteria was found on the line.